Event description:
During a pelvic prolapse surgery procedure, the surgeon deployed a suture capturing device using a 1mm curved needle bonded to a suture. After activating and retrieving the device, the surgeon noted that the curved needed was missing from the end of the suture. Subsequent imaging of the surgical field could not locate the curved needle due to the imaging field containing additional metallic structures (staples). Procedure was completed normally with normal patient recovery. Device sent to biomedical engineering for reporting and evaluation. Biomedical inspection noted the curved needle was nested in the distal chamber of the suture launching device. Intact suture device reported to manufacturer for analysis and inspection.====================== manufacturer response for suture capturing device, capio slim (per site reporter).====================== manufacturer assigned product complaint number and requested return of device for evaluation.